Event description:
Additional information was received that the patient had a generator replacement. Good faith attempts for product return have been unsuccessful to date.

Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2013 indicated that the device output current was increased 0.25ma

Event description:
Additional information was received that the generator will not be returned to the manufacturer for evaluation as the hospital does not return. Most of the time explanted product is discarded during surgery but this was not confirmed in this case.

Event description:
It was initially reported that the patient was having an increase in seizures. The patient at the time of the report had not had her device checked in a while and she was currently not being followed by a vns physician. The patient followed up with a new physician and additional information was able to be attained from that office. The patient was having an increase in partial seizures but the vns was still functioning. The patient has tuberous sclerosis with intractable epilepsy and her seizures are poorly controlled. There was no information as to the relationship of the increase in seizure to vns. The patient will be having a generator replacement and a possible lead replacement. Surgery if likely but has not occurred to date.